Event description:
A site representative reported that a piece of the detector positioner louvered cover broke off the imaging system. The site noticed this when they were opening/closing the gantry. They heard a clicking noise and found a black plastic piece had snapped off. There was no patient present.

Manufacturer narrative:
No patient was present. Device manufacturer date was unavailable. The device was inspected by a medtronic representative at the site who reported that the device showed signs of physical damage. The device failed a mechanical test due to a broken hinge bracket. The reported event was confirmed. The device was replaced and the rep verified proper installation.

Manufacturer narrative:
Manufacture date now provided.